Event description:
Same case as MFR report #: 2134265-2012-05592. It was reported that during a stenting treatment procedure, an imaging catheter stuck in the stent. The procedure treated the 90% stenosed target lesion located from the mildly calcified and moderately tortuous right coronary artery to the posterior descending artery. A 3.0x16mm promus element stent was deployed in the target lesion. Next the physician performed post intravascular ultrasound using an atlantis imaging catheter, but when they "tried to remove this device from the patient, the device stuck in the middle of the promus element stent" deforming and shortening the stent. The physician pushed and withdrew the device several times to remove the atlantis catheter from the stent. Treatment placed an additional unspecified stent and utilized post dilation. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).